Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a fall in august and broke their pelvis bone shortly after getting implanted with their device. Patient stated that they saw their healthcare provider in regards to the issue and had x-rays completed to ensure that the  system had not moved during the fall. The x-rays did not show any issues with the implant. Patient stated since then they had been having a lot of problems with their symptoms. Patient stated they had leakage 24/7 and they had gone into different programs. Patient mentioned they had to change briefs about 4 times a night. Patient also mentioned that they drink a lot but they only have to drink water and not pop drinks. The patient stated that they only have access to 3 programs and they had just about tried them all and they were very frustrated. Agent reviewed therapy expectations and reviewed that patient's doctor could add additional programs. Patient opted to increase therapy after the call. Patient will continue to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue.